Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. Additionally, it was reported the customer had difficulty removing cartridges due to having no cartridge removal tool. The customer's blood glucose (bg) level was 40 mg/dl. Customer consumed carbohydrates to address bg. Replacement usb charging cable and cartridge removal tool were sent to resolve the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.